Manufacturer narrative:
Device evaluation: the device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that a second generation primary centrimag console suddenly stopped working. There was a noise heard in the pump head and the flow decreased to 0 l/min.the console displayed a "pump failure" alarm. The patient was successfully switched to the backup console. The technician further investigated the suspect console and found that the flow probe was not detected by the console and that 2 screws were missing on the console bottom.the suspect console and motor were returned for investigation. This event was previously not reported due to no adverse impact to the patient due to the event. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.